Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field: h6-component code: from 4755 - part/component/sub-assembly term not applicable to 416-display. Device was not returned for evaluation and the complaint could not be confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. The device history record was unable to be reviewed as the subject device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera ii video system center exhibited an intermittent image. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.